Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had rapid battery depletion between 6 month follow up visits. The atrial outputs were noted to be high while the device was in vvi mode. The plan was to reprogram the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reprogramming was performed to adjust the atrial output.